Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was checked in preventive maintenance. The root cause was determined to be two electrical components, a rinse flow block and a ffc cab to battery data, which were replaced. There was no patient or user harm reported.

Event description:
During preventive maintenance prox. Test did not pass. There was no rinse flow from blue connector at all. The problem was in rinse flow block. Also there was a problem with ffc to batt data it was a little bit damaged and after reassembly of the ventilator the batt data was transmission was not working. After replacement ob this fcc cable, everything is fine.